Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mild tortuous and severely calcified left common iliac artery. A 6.0 x 80, 75cm mustang balloon catheter was selected for use in a percutaneous transluminal angioplasty (pta). During the procedure, the balloon ruptured in the blood vessel upon third inflation. The procedure was completed with another of the same device. There were no patient complications as a result of this event.